Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to call back if any malfunction code recurs, and acknowledged the instructions.